Event description:
It was reported that the customer was hospitalized for high bgs. It was indicated that the delivering was not matching after the infusion set was changed. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. The contract stated that the pt was on a mountain trip when the customer had an alarm. Customer's bgs were high when customer returned home. The alarm history was reviewed and found several alarms. The customer changed the infusion set and run a self-test. The insulin exited. A day later, the customer called to report a constant tone alarm.